Event description:
Arterial line giving false low hemoglobin readings which potentially impacted the amount of transfusions patients given. Anesthesia sent blood down to lab to compare readings and they were much different.